Event description:
It was reported the patient experienced bowel incontinence after a ¿major fall¿ 3 weeks ago. It was reported the patient was experiencing urinary incontinence, but had an ¿issue with the bowels¿ as well. The patient went to the pain center the day of current report and they wanted to do a CT scan to ¿check her bottom.¿ the implantable neurostimulator (ins) was located on the right side of her back and the patient felt the fall may have pushed part of the old surgery somewhere in her colon. It was reported the patient was ¿so sick¿ and was unable to talk due to the incontinence issue and having the ¿major flu¿ in (B)(6) 2014. It was reported the patient had a hard time moving around due to the fall. It was reported there was pain where the patient¿s lumbar surgery was in 2005, and was ¿crushed in a car accident in 2006 which crushed the surgery.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).